Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) as well as high pacing thresholds. Technical services (ts) was consulted and noted that although the patient has an intrinsic rhythm, pauses of 2 seconds in duration were noted. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) as well as high pacing thresholds. Technical services (ts) was consulted and noted that although the patient has an intrinsic rhythm, pauses of 2 seconds in duration were noted. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the physician suspected a severed suture sleeve to be the cause of the observations. No additional adverse patient effects were reported. This lead has not been returned.